Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving prialt via an implantable pump for non-malignant pain. It was reported that for the last 2 weeks or so the patient has been hearing an alarm every hour at 15 minutes after the hour. The manufacturer representative (rep) stated that they read the pump logs and there was no low reservoir alarm or active alarms. The rep mentioned that the patient had a refill on (B)(6) 2026 and they thought maybe the alarm had to do with that. Technical services had the rep check the printout in the computer and it did not say any alarm was going off. The rep confirmed that logs show the pump had reached low reservoir status prior to last refill and that the patient had an MRI. Information on concurrent alarms was reviewed. The issue was resolved through troubleshooting.